Manufacturer narrative:
The device was successful exchanged with another lvad and the pt remains ongoing without any further issues reported. The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR was informed of an lvad pump exchange through their device tracking system. The info of the exchange was confirmed with the vad coordinator at the facility through the MFR's clinical rep. Info obtained was that the exchange was performed due to an outflow graft kink or twist.